Manufacturer narrative:
Correction: additional information was received on february 26, 2024, stating that the clip fell off right after it was attached. Due to the additional information received, the event is no longer considered reportable. Blocks b5 and h6 have been updated based on additional information received on february 26, 2024.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used for polyp during a clipping of polyp procedure performed on (B)(6) 2024. During the procedure, the clip would not deploy. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event. Additional information was received on february 26, 2024, that the clip fell off right after it was attached, and the anatomy was in the colon.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used for polyp during a clipping of polyp procedure performed on (B)(6) 2024. During the procedure, the clip would not deploy. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not release.